Event description:
Report received of blood backing up into the patient's IV line with no pump alarm. The pump was programmed to infuse gamimune with a "ramped infusion rate". At the time of the reported backup of blood, the rate was between 100 and 120 ml/hour. The patient was ambulating in the hall approximately 1 hour after the infusion was initiated, when it was noted that there was blood backed up in the tubing approximately 3 - 3 1/2 inches. There was no pump alarm. The patient's peripheral IV access clotted off and needed to be restarted. The pump was removed from service. There was no reported adverse effect to the patient.